Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number were not provided. H4: manufacture date not provided. Device was returned and found to be consistent with usb-c charge port failure. The root cause of this failure has been addressed and executed through a change; therefore, this device will not be evaluated. The case is being conservatively reported as the allegation related to a thermal event causing melting would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a philips one powered toothbrush melted while charging. Consumer confirmed that no injury occurred related to the reported event. Device was returned and found to be consistent with usb-c charge port failure.